Event description:
The customer observed non-reproducible vitros crbm quality control and patient results that were obtained when processed on a vitros 5,1fs chemistry system. Quality control: 26.3 ¿mol/l vs. Expected mean 57.0 ¿mol/l. Patient 1: 45.0 ¿mol/l vs. 72.7 ¿mol/l. Patient 2: 19.0 ¿mol/l vs. 52.7 ¿mol/l. The investigation was unable to reach a definitive conclusion as to which of the results were consistent with the expected values for each patient. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The initial vitros crbm patient results were reported from the laboratory; however, the physician was notified following repeat testing of the samples. There was no allegation of patient harm resulting from the action taken. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible vitros crbm quality control and patient results were obtained on vitros 5,1fs chemistry system. Precision testing using vitros phyt slides demonstrated that the vitros 5,1fs chemistry system was performing as expected at the time of the event. The customer calibrated an alternate lot of vitros crbm slides and acceptable performance was observed. The investigation was unable to determine a definitive root cause. However, the event is most likely reagent related.